Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device alarmed for fan failure". When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: **UDI related data quality updates only** creation of UDI was not a requirement at the time of manufacturing of this particular device with the serial number 1111 (prior to 2015), and had not yet been implemented in production. A UDI (including UDI-pi) will therefore not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was reported that the device generated a "fan failure" alarm. No patient involvement. Consequently, the event did not cause or contribute to a death or serious injury to a patient. The customer did not provide event logs for analysis. A replacement fan was shipped to the customer. No confirmation was received regarding the resolution of the issue. Although the outcome could not be verified, it is assumed that the issue was resolved by replacing the fan, as no further complaints have been reported.

Event description:
The following was reported to hamilton medical ag: hamilton medical ag received the following incident description: "the ventilator device alarmed for fan failure". When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Follow-up 1 - corrected information: creation of UDI was not a requirement at the time of manufacturing of this particular device with the serial number (B)(6) (prior to 2015) and had not yet been implemented in production. A UDI (including UDI-pi) will therefore not be provided, this is in alignment with the information on the label on the device with the serial number (B)(6). Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: - hamilton medical ag received the following incident description: "the ventilator device alarmed for fan failure". - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.